Manufacturer narrative:
The investigation of the returned ng tube has been completed. Visual inspection showed that the distal end part of the ng tube was missing and electrode wires were exposed. The broken off part was not returned. The ng tube had no visible swelling or discoloration. According to the hospital the ng tube was used for 5 days in the niv (non invasive ventilation) nava (neurally adjusted ventilatory assist) mode of ventilation which was within the recommended duration of usage. No medicines were administered through it with exception of breast milk that was fed gravitationally. Flushing of the ng tube was done occasionally. The hospital further stated that no problems were experienced during its positioning or use and it functioned properly. A check of the material parameters for the ng tube showed that all parameters were within the specified limits. There was also no abnormality with the batch. Our conclusion with the available information is that there was no abnormal use or material deficiency. The true cause of breakage of the ng tube broke when it was being pulled out has not been determined but a combination of effects from the surrounding chemical and biological environment in the stomach could have caused or contributed to the breakage.

Event description:
(B)(4).

Event description:
It was reported that the nurse observed upon removal of the ng tube, that it had broken and its wires were exposed. The ng tube had been in use for 5 days. It was further reported that pushing, or external force, were not used during the feeding through the ng catheter. The broken off part was not visible on x-ray and was not found. There was no patient harm reported. Manufacturer reference # : (B)(4).